Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, lymphadenopathy, and seroma-late.

Event description:
Health professional reported right side capsular contracture, baker grade iii/IV, peri implant fluid, possible rupture, radial folds, and inflammatory lymph nodes. The device remains implanted.